Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Pacing inhibition and oversensing is suspected. While no documentation currently available, it was determined to report the suspicion. Patient reports multiple events of syncope. Should additional information be received, this file will be updated. Lead remains implanted.